Event description:
It was reported that when the x-ray was preformed after the procedure, it was found that tip of inserter broke and remained in the bone. No patient injury or significant delay were reported. Back up device was available.